Manufacturer narrative:
The procedure was critical limb ischemia / angioplasty. If information is provided in the future, a supplemental report will be issued.

Event description:
A protege gps self-expanding stent was placed in the carotid artery. Almost a month after the procedure, it was noted that the stent had deformed inwards while doing an angiographic study. The issue was noticed upon planning cas for the other leg. No patient injury was reported.